Manufacturer narrative:
(B)(4). Method: the complaint opt316 optiflow junior nasal cannula was not returned to fph in (B)(4) as it was lost in transit from the hospital to the fph office in (B)(4). Our analysis is accordingly based on the event description and our knowledge of the product. Results: the hospital reported that two babies pulled the nasal cannulas apart. No patient consequence was reported as a result of this incident. A lot check revealed no other complaints of this nature for lot number 121018. Conclusion: the reported damage was due to the babies who inadvertently pulled the nasal cannulas apart. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. All optiflow junion nasal cannulas are 100% leak and occlusion tested at the production line to ensure that the product is safe for use. In addition, (B)(4). The user instructions (ui) illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula, and also state "appropriate monitoring must be used at all times."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two babies, who were on opt316 optiflow junior nasal cannula, pulled the nasal cannula apart. No patient consequence was reported.